Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a sensor wire was used during a ureteroscopy procedure on (B)(6) 2022. During the procedure, the shrink sleeve detached outside patient. It was reported that there was no force or pressure on the wire at the time this has occurred. The procedure was completed with a new sensor wire. There were no patient complications reported as a result of this event.